Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was fractured. A replacement procedure was performed. The ventricular lead was also removed from the device and was accidentally incised while removing a tissue on the ventricular lead. The atrial and ventricular leads were capped and remained within the patient. This ra lead is out of service. No additional adverse patient effects were reported